Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the back of the battery, the pump was exposed to moisture, and a critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1781k. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thus. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045) according in the comlink3 file, suspecting hw issue. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 15-sep-2024 in the formatted history file. Pump error 4 alarm was found on: 09/15/2024 10:42:01.000 pump error 63 alarm (file number: 2005 line number: 9926) was found on: 09/15/2024 10:42:02.000 pump error 4 alarm and pump error 63 alarm (file number: 2005 line number: 9926) were confirmed according in the formatted history file, suspected on hw. Pump error 68 alarm was found on: 09/15/2024 10:42:04.000 pump error 49 alarm was found on: 09/15/2024 10:42:04.000 09/15/2024 10:42:38.000 pump error 23 alarm was found on: 09/15/2024 10:42:53.000 pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restart due to pump error 4 alarm and pump error 63 alarm. The pump was cut open to perform visual inspection and found¿corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back - battery compartment of the pump during analysis. Critical pump error (open book image) alarm was confirmed according in the comlink3 file, pump error 4 alarm and pump error 63 alarm (file number: 2005 line number: 9926) were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.